Event description:
Home patient reports heater bag inflated with air during treatment on homechoice device. Home patient discontinued treatment and noted no obvious leaks in homechoice set. Per home patient, no injury of medical intervention.